Manufacturer narrative:
The actual device was returned for evaluation.  (B)(4) evaluated the device.  An assessment was performed on the device which found that there was noise.  Therefore, the reported condition was duplicated and confirmed.  The assignable root cause was determined to be excessive force. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unspecified surgical procedure the motor device was "making loud noises". There were no delays to the scheduled surgical procedure as an identical spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.